Event description:
During regional anesthesia operating room with cannula and catheter in position the pt made two vehement moves with his arm. Because of these movements the catheter was pushed against the sharp cannula and finally cut off. Three centimeters of the catheter are still missing and according to the x-ray supposed to be still in the pt's body. In a second operating room physician tried to remove the catheter, but was not successful. Three centimeters of catheter are supposed to be still in the pt. The device will be sent to manufacturer for evaluation. Has not arrived yet, so it is not clear, that it is a pajunk device. Identification and brand information are named by reporting physician.

Manufacturer narrative:
Incident took place at (B)(6). It is not clear whether it is a pajunk device or not. Physician promised to send device for evaluation.